Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with damage found on returned meter; returned test strips no defect found. Final root cause investigation has been completed: received meter has the mode button missing due to user impact. At cold boot the tones issued by the meter are slower than normal. Root cause: dammaged crystal oscilator (user impact).

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 150-250mg/dl fasting. Verified the strips expire 2/25/2017. Customer confirms the strips have been properly stored and were first opened in december 2015. Reviewed meter memory: (B)(6). Customer stated the time and date are not correct in the meters memory. The customer is concerned with all of the readings from the meters memory. Customer called concerned their meter is registering high results because on (B)(6) 2015 at 8:00am fasting the customer performed a blood test and received a fasting result of 450mg/dl; the customer stated at this time the glucose levels should have been between 150-250mg/dl fasting.